Event description:
Customer states that the patient sample partially hemolyzed the 0.8% selectogen red cells for lot 8s617 exp. 07/2004 when combined in a gel cared and analysed on the ortho provue. The provue interpreted the result as negative. The complaint documents that the patient was a known problem patient, but does not describe that specific problem. Upon examination of the gel card, the customer noted both the hemolysis and a samller than normal rd cell button due to the loss of cells from hemolysis.